Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
Conclusion can be drawn as repair information was not available. However, no pt injury was reported.